Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer was guided by tandem technical support to perform various troubleshooting steps, however, bolus deliveries did not complete successfully prompting a pump replacement. The customer reverted to an alternate method of insulin therapy.